Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (service code 204: belt/monitor unusable) was confirmed. Upon investigation the electrode belt connector was physically damaged and the monitor was unable to securely connect to an electrode belt, causing the service code 204. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.